Manufacturer narrative:
Fault number = hardware error alarm line number = 367 file number = 37 variable info = 03 00 00 00 00 00 00 00 00 3c insulin pump passed displacement test. Pump error hardware low level failure alarm (variable info=3) during self test and confirmed in the pump history due to broken trace on u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 153 mg/dl at the time of the incident. Customer was able to rewind the insulin pump. The insulin pump will be returned for analysis.